Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead displayed high impedance when tested through the implantable cardioverter defibrillator (ICD). The lead was reconnected into the device and the results were the same. It was decided to remove the lead and replace it. When the surgeon was removing the stitches, the outer insulation of the lead was inadvertently cut. The lead was removed and replaced without difficulty and the impedance of the replaced lead was found to be high. It was then decided to replace the ICD. The impedance was tested and found to be in an acceptable range. Of note, the surgeon felt there was a device measurement issue. The procedure was completed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.